Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had prime fill anomaly. The customer¿s blood glucose level was 259 mg/dl. The customer states they are unable to exit the preparing to prime loop. The customer reported that cannula was bent. Troubleshooting was performed. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with loose drive support cap. Device passed displacement test. Device unable to prime during prime test due to loose or protruded drive support disk.